Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. A follow-up medwatch will be filed as appropriate.

Event description:
The distal lateral pin hole occluded and was unable to accept the attune drill pin from attune pin kit. The surgeon needed to use a 2.0 mm drill bit to mark the hole. A sz 9 4 in 1 cutting block nearly notched the femur , and lateral posterior cut did not cut any bone (proposal said it would cut 8.3 mm). Rotation was off, did not match proposal rotation. Needed to downsize to sz 8 femur to get a skim cut posterior lateral bone resection. The block's rotation, ap dimensions (posterior lateral) did not match what the proposal stated would be the sz/bone resection amount/and rotation.

Manufacturer narrative:
Examination of the submitted device did not identify any issues. A femur and tibia bone model were created and functional tested with the returned blocks. The blocks and bones fit well. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.